Event description:
Anesthesia's monitoring equipment blanks out when the plasmablade device is activated. Crna was instructed by biomed to get orange EKG cords, crna got a portible monitor <(>&<)> it fixed the issue.

Manufacturer narrative:
Product event: (B)(4) - evaluation, method, results and conclusions: issue resolved therefore no product being returned to manufacturer for analysis. (B)(4).